Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a partial hysterectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to uterine prolapse, rectocele and enterocele. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a revision/removal procedure sometime in 2008 or 2009. The patient underwent a partial hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence, urinary urgency, vaginal atrophy, vulvar atrophy, incomplete bladder emptying, and prolapse. It was reported that patient underwent placement of retropubic mid-urethral sling (boston scientific advantage fit), enterocele repair, colpocleisis, partial vaginectomy, levator plication, perineorrhaphy, cystourethroscopy on (B)(6) 2015 by (B)(6) due to mixed urinary incontinence, enterocele, stage IV apical vaginal prolapse, stage IV cystocele, stage IV rectocele, perineocele, and incomplete bladder emptying.